Event description:
A customer contacted baxter's technical service center reporting an overfill issue while on the homechoice (hc) unit during use. The home patient (hp) had reportedly disconnected in dwell 2 due to feeling too full and abdominal pain. The hp did a manual exchange in the afternoon of 2500 ml. When the hp was disconnected he did a twin bag exchange and drained 4650 ml. The technical service representative (tsr) advised the nurse to be sure to set the initial drain alarm (ida) if hp does manual exchange in the afternoon. The volumes reported fulfill the criteria consistent with increased intra-peritoneal volume or an overfill event. The probable cause was determined to be the ida set too low. The call was completed and the hc machine was operational.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore and evaluation will not be performed.